Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system generated an alert for atrial intrinsic amplitudes out of range. Review of the stored electrograms showed atrial undersensing when the automatic gain control (agc) programmed 0.25mv. Other lead parameters were stable. Atrial sensing parameters could be reviewed. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system generated an alert for atrial intrinsic amplitudes out of range. Review of the stored electrograms showed atrial undersensing when the automatic gain control (agc) programmed 0.25mv. Other lead parameters were stable. Atrial sensing parameters could be reviewed. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported. It was reported that continued isolated atrial undersensing was observed. A decrease in atrial pacing impedance from 640 ohms to 470 ohms was also observed. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported.